Event description:
Reporter states customer reportedly received results of hi and 211 mg/dl within 10 minutes on the compact plus system. Customer also reportedly received the following results on the compact plus system within 10 minutes: hi, 377 mg/dl, and 139 mg/dl. No actions taken based on device results. No quality controls were used. Requested return of suspect device and replacement was sent.